Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000480. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was defective. The ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system would not work under the mobile view station (mvs) battery when it was disconnected from the wall power. This issue was noted outside of a procedure, and there was no patient involvement.